Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01714. This report is being submitted as additional information approximate age of device (age of device: 9 months, 15 days). The device remains implanted within the patient, however, the vad is no longer in use (reference MFR # 2916596-2018-03671). A direct correlation between heartmate ii lvas and the reported event could not conclusively be established through this evaluation. The hmii lvas IFU lists stroke and neurological dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a gastrointestinal (gi) bleed/arteriovenous malformation (avm). The patient was treated with octreatide injection. No additional information was provided.